Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose level at the time of the event was 179 mg/dl. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 72 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer reported that the difference was occurring with the current sensor. The customer stated that they did not feel low and felt okay but took a sweetened iced tea. The customer stated that the site was not actively bleeding. The customer reported blood on site. The device will not be returned for analysis.